Event description:
It was reported that a patient had an ams inflatable penile prosthesis (ipp) implanted and three years post procedure the device has allegedly stopped working correctly and inflates only halfway. No further information was provided.

Manufacturer narrative:
Date of event the exact date of the event is unknown.